Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the distal portion was received in one piece measuring 49.3 cm. Visual examination found two external insulation abrasions. One, breaching the ring electrode lumen at 10.0 to 11.3 cm from the distal tip, was consistent with friction to another device or feature of patient¿s anatomy. The other one, breaching the right ventricle lumen at 42.1 to 44.3 cm from the distal tip, was consistent with friction to the device can. The coating of the ring electrode and right ventricle cables was intact in these regions. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found were consistent to procedural damage.

Event description:
This report is to advise of an event observed during analysis. Examination found two external insulation abrasions.